Manufacturer narrative:
Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Event description:
Sku# 328447, item description: insulin syringes, lot# 5230036l, quantity- 1 ea, country- USA. Incident description- injury to staff-needle stick.